Event description:
Reporter noted several error codes received after set-up. Changed tips, handpieces adn cassettes without improvement. One patient had been prepped and ready for surgery; cancelled cases. No patient injury.